Event description:
It was reported that suture placement in the common femoral artery was attempted with 8 proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with 8 proglide devices. Additionally, there was resistance to remove some of the devices and it was then observed that the foot plates were not fully retracted due to subcutaneous tissue. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Two additional proglide devices were used to close a second puncture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 7 additional proglide devices referenced are filed under separate medwatch report numbers.